Event description:
Asr xl revision - right. No revision date given. Information received 24 june 2015 - notification received from crawfords of a deceased asr patient. Exact date of death is unknown, but sometime in 2015. Information available confirms - this patient didn¿t have any asr controls. Patient medical history is not known as crawfords have no patient consent form. According to mail (B)(6) 2014 from (B)(6) hospital -the patient was transferred to central hospital of central finland due to patient¿s other condition. Due to finnish law, information regarding cause of death is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
(B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).